Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,mcol mg,4.1mm,8mm (tsvm4b8) & one (1) imp,tsv,mcol mg,3.7mm,8mm (tsvmb8) were returned for investigation. Visual evaluation of the as returned product identified both empty packaging received with tamper seal already broken and no implant or devices inside packaging. Additionally, during evaluation it was noted the outer box for the reported product as tsvm4b8 lot 1244296. However, outer vial and traceability labels have device information for tsvmb8 lot 1244295. Device history record (DHR) review was completed for the subject lot numbers (1244296 & 1244295). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Upon review of the DHR for the subject lot numbers, further verified the conformance of the packaging for the reported devices. Complaint history review was performed for the reported lot numbers (1244296 & 1244295) for similar event using keyword incorrect component quantity and one other complaint was identified, for lot # 1244296. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant container came empty and that the dental surgical procedure was completed with another implant from the doctor's stock without any negative impact on the patient's health.